Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he dropped the insulin pump on the floor and it had a constant beeping noise on it. Customer did not recall blood glucose event. The device did not show any signs of physical damage other then a blank display. Device was dropped on the hard bathroom tile. Customer inserted a new battery and display remained blank. The drive support cap appeared normal. Self test was performed due to display anomaly. Current blood glucose was 106 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty connector on the interface board instead of blank display as reported by the user. No unexpected constant beeping occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and cracked belt clip slot.